Manufacturer narrative:
A ge rep evaluated the system and found the vertical lift had come off of the rail. Ge representative repaired the vertical lift column. System operates as intended.

Event description:
The customer reported the vertical lift column is not working. No pt injury was reported.